Event description:
It was reported that a msm20 was used during a coronary artery bypass graft. It was reported by the affiliate that the instrument clips would not form and they would not engage for firing. No further details of incident were kept by the hosp. There was no consequence to the pt.